Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 571 mg/dl. Customer has high ketones and vomiting. The current blood glucose reading is 159 mg/dl. During troubleshooting, time and date correct. Programming is correct. Customer removed the infusion set and noticed the bent cannula. Nothing further reported.